Manufacturer narrative:
Additional information: section a-6 patient race: caucasian. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and sutures. Section h-6 health effect - clinical code: 4581 incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A crack in the center of the pre-loaded drn00v model intraocular lens (iol) was noted after it's implantation in the patient's ocular sinister (left eye). The suspect iol was removed during the same procedure and a backup drn00v 21.0 diopter iol was implanted in the patient¿s os. During the procedure the incision was enlarged and unplanned sutures were required however, the sutures were used as a prophylactic measure. There was no vitrectomy however it is unknown if there was any serious patient injury. Patient status post-procedure is also unknown. The suspect iol is not available for return as it was discarded. No further information is available.